Manufacturer narrative:
Device will not be returned. Additional information has been requested and if received, will be provided on a supplemental report.

Event description:
The nurse, head of theatre, reports in her fax that the target device is deformed.